Event description:
It was reported "after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the catheter was visually normal, and after implantation the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unopenable using ultrasound". Additional informations states that the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The lot number for the returned sample is 18f24b0047. Additional information obtained from a teleflex representative indicates the r eturned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped. The peel-away sheath was on the iabc. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "did not inflate completely" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the catheter was visually normal, and after implantation the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unopenable using ultrasound". Additional informations states that the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".